Event description:
It was reported that this pacemaker recorded an inappropriate atrial tachy response (atr) episode due to far field oversensing on the atrial channel. Technical services (ts) recommended reprogramming options. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.